Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while injecting methylene blue into patients urinary foley catheter, the catheter fell out of the patient's urethra, balloon was not inflated. Advised surgeon, replaced urinary catheter, proceeded with injecting methylene blue into bladder kept original catheter, tested balloon, balloon did not inflate.